Manufacturer narrative:
The following fields were updated: b4: date of this report g6: type of report h2: if follow-up, what type? H11: additional manufacturer narrative following an internal review on december 12, 2025, there was an inadvertent entry error noted for b4 'date of this report'. This supplemental MDR is being submitted to correct the 'date of report' to november 25, 2025. There are no changes to the information, facts, or conclusions reported in the original initial MDR.

Event description:
It was reported that the patient presented with stroke-like symptoms, including a chronic occlusion on the left side and an acute stroke on the right side. The physician initially performed two passes using third-party devices. After the second pass, partial opening of the m1 segment was observed. The physician removed the devices as a system, and a subsequent run revealed a bleed after the second pass. For the third pass, zoom 7x was used over the third-party reperfusion catheter. Following third pass, bleeding was noted at the internal carotid artery (ica) m1 terminus segment. An additional third-party device was placed to control the bleed. Once bleeding was controlled, the m1 segment remained occluded, so the physician proceeded with fourth and fifth passes using third-party devices with aspiration. After the fifth pass, the patient experienced rebleeding, and an additional third-party device was placed to control the rebleeding. Upon follow-up, the physician reported that the patient passed away on (B)(6) 2025, due to the severity of the ischemic stroke, not a device related complication. There were no malfunctions noted with the zoom 7x during the procedure.

Manufacturer narrative:
A zoom 7x was returned for investigation. No damage to the device was observed. Inspection of the interior and exterior of the returned zoom 7x catheter shaft did not exhibit any signs of damage. The manufacturing records for zoom 7x were reviewed and demonstrated that the product met all the design and manufacturing specifications. Based on the reported complaint information, the root cause for the reported hemorrhage could not be determined. No device malfunction was reported. The reported complaint noted that the cause of death was due to severity of the ischemic stroke, not a device related complication.